Manufacturer narrative:
(B)(4) . The device was evaluated by baxter. The evaluation confirmed the reported symptom of "system error 322". The device displayed a system error 322 during the evaluation. Physical inspection found that the lower latch switch bracket screws were loose allowing the lower latch switch to move in and out from the lower door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. The lower aux assembly has been replaced.

Event description:
The customer reported that the spectrum pump displayed system error 322 alarms. No patient injury was reported. No further information was available.